Manufacturer narrative:
There is no known patient involvement. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that biofilm was identified inside the sorin heater-cooler system 3t during preventative maintenance. This issue was discovered by a sorin group field service representative. There is no known patient involvement. The service representative replaced the internal tubing according to the preventative maintenance guidelines. A disinfection cycle was performed and the unit was placed back into service. Decalcification was also performed. Decalcification, also referred to as "descaling," is the removal of calcium deposits that may have built up in the heater-cooler 3t device resulting from the calcium that is in the water used to fill the device tanks. Decalcification is not a cleaning and disinfection process for the device tanks. However, the company provides a decalcification process for customers that use clorox regular bleach (which has a high ph) as a disinfectant but requires that sorin field service representatives, not users, perform this operation during preventive maintenance. Based on the biofilm discovered in the inspected unit, sorin group (B)(4) has determined that the issue was the result of the user failing to adhere to the cleaning and disinfection procedure outline in the current IFU. A review of the DHR did identify any deviations or non-conformities relevant to the reported issue. As corrective action, fsca 9611109-06/03/15-002-c was released to remind our customers about the importance of adhering to the water management and disinfection procedure outlined in the current IFU. Evaluated on site by sorin service rep.

Event description:
Sorin group (B)(4) received a report that biofilm was identified inside the sorin heater-cooler system 3t during preventative maintenance. This issue was discovered by a sorin group field service representative. There is no known patient involvement.